Manufacturer narrative:
H10: the customer reported that the user interface (ui) assembly was replaced, and the issue was resolved. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator will not turn off and will randomly turn on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator will not turn off and will randomly turn on by itself. The rse recommended that the customer replace the user interface (ui) assembly. The customer was provided with the part number for a replacement.